Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Potential probable causes include pump failure or incorrect system set up. No batch/lot number has been provided, therefore a review of the device history record has not been possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pump is not sucking. This device has been labelled as faulty by the nurse. No harm or injury reported.